Event description:
During surgery, a drill pin broke. Pin was found on x-ray. Patient was taken back to the operating room, so the piece could be removed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported instrument breakage based on the lack of the product to examine and insufficient product lot code information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.